Manufacturer narrative:
At this time, the product has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that impedances and thresholds on this right ventricular (rv) lead were changing. Pacing impedance eventually reached greater than 2000 ohms. The lead was explanted and replaced; the right atrial (ra) lead and pulse generator were also explanted and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. The complete lead was returned, although it was severed and returned in two pieces. Testing was completed to assess lead electrical performance and inner insulation integrity of the two segments. Measurements throughout these tests were within normal limits. X-rays were performed, which showed no evidence of conductor fracture. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.